Event description:
The ge oec 9800 fluoroscopy system would not image. System was not operational.

Manufacturer narrative:
A ge oec service rep investigated the issue, found a defective high voltage cable that was replaced. Additionally, the x-ray controller, filament driver, power cap module, high voltage tank, x-ray tube and snubber board were also replaced with associated components and hardware. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.